Manufacturer narrative:
Additional lot numbers were reported (lot #m018870, m018398). The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported multiple occlusion alarms occurred. A supply change was performed and the occlusions continued. The customer's blood glucose (bg) level was 500 mg/dl and a manual injection was administered to address the bg level. A system check was performed and drops were momentarily observed exiting the infusion tubing during the load fill tubing sequence and then they abruptly stopped. The occlusion was found to be within the cartridge. A cartridge change was performed and the customer did not observe insulin exiting the cartridge tubing during the load fill tubing sequence, a test bolus was delivered and an additional occlusion alarm occurred. The customer reported manual injections would be used for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the occlusion alarm investigation could not be completed as the cartridge was not returned. No failure related to the reported fill tubing issue was identified.